Manufacturer narrative:
Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2025 and the week of (B)(6) 2026 which reportedly the lens was explanted. Section d6b: if explanted; give date: unknown/information not provided. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient experienced halos and glare during the post-operative examination following implantation of a preloaded multifocal toric intraocular lens (iol) in the right eye. The visual disturbances resulted in intolerance to the device, and an iol exchange was planned. The lens exchange was subsequently performed during the week of (B)(6) 2026. The user indicated that the product was not retained; therefore, it was not available for return or further investigation. No further information was provided.